Event description:
During troubleshooting of a check heater line alarm that appeared on the homechoice (hc) display during fill 1, it was revealed that the nurse changed out one of the solution bags. The technical service representative (tsr) explained that supplies were compromised and advised the nurse to end therapy and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was confirmed; however, a cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This issue is being investigated through a CAPA.